Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter also alleged that the pump had moisture behind its display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/4/16. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings:. No evidence of moisture observed behind display lens. The pump was successfully run on a 24-hr basal program w/no loss of power occurrences. Unable to duplicate complaint of no power during investigation . Leak test failed due to case crack leak. Crack between case seal & keypad cover. Opened pump; evidence of moisture on main printed circuit board, no damage to power circuit observed. One power on reset. One event observed in the/pump history. (B)(4).